Manufacturer narrative:
(B)(4). Date sent: 06/01/2020. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? Malformed staples 2. How much blood was lost (ml)? Not available 3. Did the patient require a transfusion? Do not require.

Manufacturer narrative:
(B)(4).batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? How much blood was lost (ml)? Did the patient require a transfusion?

Event description:
It was reported that during the duodenectomy, cdh25a was used to anastomose the duodenum and jejunum. P to p with big force, the surgeon noted that tactile feedback was not the same as normal, and anastomotic site was oozing. To stop oozing with compression hemostasis. There was no patient consequence reported, no additional information could be provided. Difficult to fire.